Event description:
It was reported intraoperatively during a double valve replacement one of the 17 mm sjm regent valve leaflets dislodged and broke into two pieces. It was explanted and replaced with a 17 mm chitra valve using 2-0 prolene continuous sutures. Mitral valve replacement was also performed with an unknown 23 mm sjm valve using 2-0 prolene continuous suture preserving the pml. Additional information received indicated intraoperatively the patient's chest was reopened, the mitral 17 mm sjm regent valve was explanted and a larger mitral 23 mm sjm masters series valve (model 23mj-501, s/n (B)(4)) was implanted.